Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while navigating on a demo resin head during a planned maintenance (pm), the navigation system windows were solid blue in the application software. Both tool bars were appearing and functioning as designed. Reverting and returning in the application software did not resolve the reported issue. Restarting the application software restored functionality. There was no patient present when this issue was identified. No additional information was provided.